Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient decided to have his hardware removed and underwent a revision surgery. While the surgeon was performing the revision, it was discovered that the front end of the pedicle screw on the left side of t10 was fractured. The fractured tail could not be removed and remains in the patient. All other internal fixation implants were removed and the patient was returned safely to the ward.

Event description:
It was reported that a during a planned removal procedure, the pedicle screw on the left side of t10 had fractured and the bottom portion of the screw was not able to be removed from the pedicle. There were no reported patient impacts.

Manufacturer narrative:
Device evaluation: product was not returned, but photos were provided. The photos show that the screw is fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to misalignment issues during the initial surgery, resulting in unusually high forces being placed on the screw. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.